Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor detachment was reported via webform with an adc device. Customer reported that sensor was exposed to moisture and fell off after 4 days of wear. As a result customer was unable to obtain readings. Customer experienced symptoms described as loss of consciousness and seizure. Customer did not report receiving third-party treatment. No other details were provided. There was no report of death or permanent impairment associated with this event.